Event description:
It was reported a patient underwent a right shoulder revision one (1) year and nine (9) months after their initial right total shoulder arthroplasty. Subsequently, three (3) years and one (1) month after their first (1st) right shoulder revision, the patient underwent a second (2nd) right shoulder revision to address multiple continuing dislocations. Components exchanged were humeral tray, humeral liner, glenosphere and glonosphere locking screw. There were no medical or surgical interventions reported. The patient impact was reported as resolved at time of new construct implantation. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: 5672589; 320-38-03 - 145-deg pe 38mm hum liner +2.5: 6477300; 320-10-00 - equi rev tray adapter plate tray +0: 6781245; 320-02-38 - rs expanded glen 38mm, +4mm offset: 6509198; 320-15-01 - eq rev glenoid plate: 5798298; 320-15-05 - eq rev locking screw: 6746924. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.